Event description:
The manufacturer received information alleging a ventilator failed the active leak test. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's system board and sensor board were replaced to address the issue.